Manufacturer narrative:
Received one (1) used 034-h2629 mated to one (1) used list# unknown extension set and one (1) used list #unknown saline bag. Received one (1) used 034-h2629 and one (1) used list #unknown spiros for inspection. The needleless access device on the returned saline bag was broken off from the bag with the tip still mated to the one (1) used 034-h2629. No defects or anomalies noted on the other spiros devices. The reported complaint can be confirmed. The probable cause is unknown. The broken connector was a non-ICU medical device. A lot of history was reviewed and no relevant non-conformities were found that would have led to the reported complaint.

Event description:
The event involved a appx 1.0 ml, adaptador universal para sistemas IV con spiros¿ where it was reported that once the device was in place, it detached from the tubing, causing the medication/saline solution to come out. It has occurred several times. The event happened both when they were infusing chemotherapy treatments and when they were setting up the sf lines. There was a delay in therapy, there was no adverse event, and no one was harmed as a result of this event.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.